Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications reported.